Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is model # 11426965. The 510k number provided is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Approximately 40 minutes into a docetaxel infusion the device alarmed for air-in-line. The report suggests that when the user opened the pump door to investigate, a separation of the set occurred resulting in a cytotoxic leak over the nurse. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that the product separated and leaked was confirmed. Visual confirmed the customer's experience as the sample was returned in two; the pumping segment tubing was separated from the upper pumping segment component. A closer inspection did not identify a retention ring around the tubing or solvent. The root cause that the product separated and leaked was the missing retention ring.

Event description:
Approximately 40 minutes into a docetaxel infusion the device alarmed for air-in-line. The report suggests that when the user opened the pump door to investigate, a separation of the set occurred resulting in a cytotoxic leak over the nurse. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that the product separated and leaked was confirmed. Visual confirmed the customer's experience as the sample was returned in two; the pumping segment tubing was separated from the upper pumping segment component. A closer inspection did not identify a retention ring around the tubing or solvent. The root cause that the product separated and leaked was the missing retention ring.

Event description:
Approximately 40 minutes into a docetaxel infusion the device alarmed for air-in-line. The report suggests that when the user opened the pump door to investigate, a separation of the set occurred resulting in a cytotoxic leak over the nurse. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.